Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation (a fib), a farawave catheter was selected for use. The device functioned normally throughout the procedure. However, at the end of the procedure, the physician experienced difficulty retracting the farawave catheter from the body. Upon removal, it was noted that the inner guidewire lumen was kinked. The procedure was completed without any patient complications. The device will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory. Upon device return and inspection, it was observed that the guidewire lumen was kinked inside the spline cage. A guidewire was inserted through the catheter successfully, though resistance was felt in the kinked area of the guidewire lumen. Deployment to basket and flower was tested multiple times, and it was successful on all attempts. No unusual resistance was felt, and no abnormalities were noted. It is likely that deploying/undeploying the device without a guidewire fully supporting the guidewire lumen at the spline cage led to the observed kinking of the guidewire lumen. The inintended use error caused or contributed to event cause code was applied.

Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation (a fib), a farawave catheter was selected for use. The device functioned normally throughout the procedure. However, at the end of the procedure, the physician experienced difficulty retracting the farawave catheter from the body. Upon removal, it was noted that the inner guidewire lumen was kinked. The procedure was completed without any patient complications. The device will be returned for analysis.